Event description:
It was reported that the patient had a revision of the total hip. The patient had primary right total hip surgery on (B)(6) 2006. The patient complained of squeaking noise from his hip and all components were removed and replaced.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding audible noise involving a trident alumina insert and a alumina v40-femoral head 32mm was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient had a revision of the total hip. The patient had primary right total hip surgery on (B)(6) 2006. The patient complained of squeaking noise from his hip and all components were removed and replaced.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.